Manufacturer narrative:
Hillrom technician was able to confirm golvo 7007 es functioned as designed and did not exhibit any malfunction. The account combined the liko lift with an unapproved (non-hillrom) sling. The hillrom technician was able to confirm that the positioning of the harness straps were incorrectly placed in the right housing of the harness buckle. This harness was not suitable nor approved for liko lifts. The harness straps were too wide and the patient could not be transferred correctly with this combination of products. This caused the harness to slip out of the strap and subsequently caused the patient to fall. The golvo 7007 instruction guide (7en140102 rev 04) states: combinations of accessories/products other than those recommended by liko can result in risk for the safety of the patient. For additional guidance in selecting a sling, refer to the instruction guides for the respective sling models. The instruction guide also states that: before lifting ensure the slings strap loops are correctly fastened to the slingbar hooks before the patient is lifted from the underlying surface. The reported fall and subsequent injury resulted in a serious injury with the patient sustaining a broken scapula, broken clavicle, and three broken ribs. Details of the medical intervention provided for the patient¿s injury was not reported. Hillrom has organized a customer training on patient transfer. The customer has also been informed about the importance of using hillrom approved slings. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that the patient fell out of the sling when the strap of the sling detached from the sling bar. The lift was located at the account at the time of the incident. The patient fell and broke three ribs. This report was filed in our complaint handling system as (B)(4).